Manufacturer narrative:
Combination product: yes.

Event description:
A synsiro pro drug-eluting stent system was selected for treatment of a severely calcified lesion (90 percent stenosis degree) in the mildly tortuous mid lad. The lesion could not be crossed with the device. During withdrawal the stent got lost from balloon and remained in the proximal lad. Subsequently, patient underwent a bypass surgery. UDI (B)(4).

Manufacturer narrative:
Combination product: yes the complaint instrument was not returned for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the angiographic material provided was reviewed. Review of the angiographic material did not provide any further relevant information regarding the nature of the complaint. A dislodged stent is shown proximal to the target lesion but the actual complaint event is not visible. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.